Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "metal sensitivity, or allergic reaction to a foreign body." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-07430 / 07433).

Event description:
Patient reported to have undergone a left acl reconstruction procedure on (B)(6) 2012 and a right acl reconstruction procedure on (B)(6) 2012. Patient alleges to have a nickel allergy and that the surgeon was aware of her allergy prior to both procedures. Subsequently, MRI images were taken and allegedly reveal small amounts of fluid; however, patient's surgeon does not feel revision procedures are necessary.